Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet 7 reperfusion catheter (jet7) from a penumbra system jet7 kit. During the procedure, the physician successfully tracked the jet7 to the target location and made one pass using the jet7 and a stent retriever. The stent and jet7 system was then removed from the patient and flushed briskly. Upon re-advancement of the stent retriever while the devices were still outside the patient, the physician found that the jet7 had stretched and ballooned out approximately 3 inches from the distal tip of the catheter. The jet7 was therefore removed and was no longer used in the procedure. The procedure was completed using other devices. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the lantern was ovalized approximately 103.0, 110.0, and 114.5 cm from its hub. Conclusions: evaluation of the returned pod pc confirmed that the embolization coil was detached from its pusher assembly and revealed the proximal constraint sphere was intact with the coil. If the pod pc was forcefully retracted against resistance and, the pusher assembly elongate beyond the reach of the pull wire, allowing the proximal constraint sphere to be released the ddt. This will result in the coil detaching from its pusher assembly. The pusher assembly was not returned for evaluation. Further evaluation of the pod pc revealed that the embolization coil had offset coil winds. These offset coil winds may have occurred during attempts to re-position the coil during use or during packaging for return to penumbra. Evaluation of the returned lantern revealed that the catheter was ovalized. If the lantern is forcefully gripped or pinched during use or otherwise forcefully advance through an extremely tortuous anatomy, damage such as ovalizations may occur. This damage may have contributed to the resistance experienced during retraction of the pod pc. During the functional test, a demonstration coil was manipulated in and out of the returned lantern without an issue. Penumbra coils and catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01745.